Event description:
Healthcare professional reported rupture. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
Reason for reoperation: rupture. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable.